Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that upon firing sensor, the needle broke off and fell off in the serter. It was not reported if sensor cannula also fell off. Customer's blood glucose was 10.2 mmol/l. Sensors would be replaced.